Event description:
It was reported that syringe 50ml ll leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: syringe plunger seal rings unsealed. On the occasion of a levy of carboplatin using an ll 60ml syringe bd, observation of a liquid leak between the 2 rings of the syringe plunger seal. Then, identical event on the occasion of the sampling of a volume of paclitaxel (presence of paclitaxel observed between the 2 rings of the seal of the syringe plunger). The 2 syringes have been quarantined.

Manufacturer narrative:
Investigation summary: eight sealed samples and two photos were received for evaluation by our quality engineer. Through visual inspection of the phots, a leakage past the stopper ribs was observed. There was no visible damage or molding defects observed in the syringe that could have caused the leak and the stopper appeared to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008326, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The eight returned samples were disassembled for further evaluation. There was no molding defects or damage in the plunger rod or other components. All product underwent a leakage test and no leakages occurred. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: syringe plunger seal rings unsealed. On the occasion of a levy of carboplatin using an ll 60ml syringe bd, observation of a liquid leak between the 2 rings of the syringe plunger seal. Then, identical event on the occasion of the sampling of a volume of paclitaxel (presence of paclitaxel observed between the 2 rings of the seal of the syringe plunger). The 2 syringes have been quarantined.